Event description:
It was reported that the intraocular lens (iol) was inserted and then removed because the lens would not center due to tear in the capsule. The doctor tried to implant the iol in the sulcus to begin with and explanted it after the lens failed to center properly. There was not enough zonular or sulcus support to keep the lens centered. The doctor confirmed that it was an eye anatomy pre-existing issue which was discovered after the lens was inserted in the eye. There doctor confirmed that there was no issue with or allegation against the johnson & johnson product. The patient was left aphakic and was referred to a different doctor. The device was discarded. No further information is available.

Manufacturer narrative:
Weight and ethnicity: unknown, no further information is available. Implant date: if implanted, give date: not applicable, as lens was inserted and removed during the same procedure. Explant date: if explanted, give date: not applicable, as lens was inserted and removed during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.